Event description:
On initiation of dialysis, pt complained, immediately upon receiving saline prime from the dialyzer, of severe arm (access arm) pain, nausea, vomiting and headache. Treatment was stopped immediately. Dialysis was reinitiated on a dry pack. Treatment completed without further incident. No further problems reported.